Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have damage of the conductor wires insulation. There was no material missing as a result, and the instrument passed an electrical continuity test. A review of the instrument log for the long bipolar grasper (part 470400-10 / n10200121 0017) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1251, with 2 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument's cable was chipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.